Manufacturer narrative:
Received 1 of item 0035070 in their unopened original packaging. Performed a visual inspection of the devices, there were signs of a breach. No need for a functional test since there was a visible breach in the heat seal. A likely cause for this issue is the packages were improperly sealed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 0035070, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.